Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the matrix drawer failed and device was detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that matrix board had failed. A field service engineer (fse) reseated the bus cable, but the drawer was failed. Fse identified that the drawer board was failed, tried to replace the controller board, but the board was not functioning. Fse then again installed a new matrix board to resolve the issue. The system functioned as intended after field service engineer repaired the device.